Manufacturer narrative:
Additional narrative: the investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An operative report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the patient underwent a right frontal prosthetic cranioplasty procedure on (B)(6) 2014 at which time a patient specific peek device was implanted with an unknown number of screws. On an unknown date, the patient developed an infection. Surgery was performed on (B)(6) 2014 to address the infection. An operative report provided by the surgeon stated that a craniectomy post wash-out of the wound and deeper cranial infection was performed. A 0.5 percent marciane with adrenaline solution was infiltrated into the wound and the incision was reopened. The dura was noted to be intact and there was no cerebrospinal fluid leak noted. The cortex was exposed throughout the craniotomy site. The peek was noted to be secured with plates and screws. The area was irrigated with ringer¿s solution and a subgaleal drain was applied. Haemostasis was achieved and the surgical site was closed. The procedure was completed. Additional events related to this patient and peek implant were addressed and reported under related complaint (B)(4), including the explant of the peek on (B)(6) 2015. This complaint addresses only (B)(6) 2014 surgery performed to treat the reported cranial infection after the initial implant of the device on (B)(6) 2014. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient medical record number is (B)(6). Patient specific implant case ID is (B)(6). Patient weight was not provided by reporter. Date infection began is unknown. (B)(6). Revision surgery performed to treat deep cranial infection. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.